Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was crashed. The technical support specialist dialed into station and verified data synchronization logs, and no communication issues were found. The tss reviewed the event viewer and identified critical event-41 kernel power errors, with the latest occurring on 08/03/2025 at 11:07:47 pm and emailed the user to check if the issue persisted or was resolved. After the multiple follow-ups the tss was informed by the customer that the issue was no longer occurred and had been resolved. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that pyxis machine shutdown. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.